Manufacturer narrative:
Unit passed displacement test. Pump error alarmed during self test and confirmed in pump history with variable (003) due to broken trace at pin 1 on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received hardware low level failures alarm. The customer¿s blood glucose level was 10.2 mmol/l. The customer was able to successfully clear the alarm and was able to complete insulin pump rewind. Troubleshooting was performed. The customer was advised to revert to backup plan. The device will be returned for analysis.